Manufacturer narrative:
Patient information was not provided. Model, sn and UDI of the s5 erc tubing clamp are pending . Manufacturing date is pending. Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and the issue could not be reproduced. Function of clamp and display tested serial read-out download taken from cp5 control panel the cp5 functioned correctly during test. The cps also functioned correctly when the customer tried it after the case was closed. No error appeared when the control icons disappeared through follow up with the customer, the issue reoccurred few days after. In this case the customer has provided a picture showing that error message: "arterial clamp defective" and "clamp does not open or close". Based on the above, it is possible to underline that the event is intermittent. Original removed for investigation by manufacturer and loan clamp has been provided to customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the customer noted that the clamp control icons on the cp5 control panel disappeared. There was no patient involvement.

Manufacturer narrative:
The unit was returned to manufacturer's site and it was confirmed the reported issue. The erc needs to be rebuilt and the zka and zkb boards need to be replaced in order to fix the problem. The clamp was manufactured in 2014, and no similar events have been recorded by reviewing the complaint database. Thus, the control boards had never been replaced. Based on the information gathered, it cannot be ruled out that the electrical/electronic deviation occurred. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow up communication, livanova learned that serial number of the involved s5 erc tubing clamp is (B)(6) and model is 60-05-65. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.